Event description:
It is reported that the pt was revised due to breakage of the articular surface and loosening.

Manufacturer narrative:
This report will be amended when our investigation is complete.